Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, d9, g1, g3, g6, h2, h3, h6 and h10. Review of the most recent repair record determined the device was not cutting properly; the motor speeds were out of specification on the low end. The motor, handpiece switch, bearings, spring seal, reciprocating arm, and plug harness were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information was provided.

Event description:
It was reported that the unit does not cut evenly. The event occurred outside of surgery. There was no patient harm or delay. Due diligence is complete, and no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4) . This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E1 phone: (B)(6). G2: maylasia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.